Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 25-mar-2024 and forwarded to millyard advanced medical products, llc on 26-mar-2024. The patient reported both pumps were alarming cassette depleted, and troubleshooting was unsuccessful. The patient was admitted to the hospital to receive IV remodulin treatment while replacement pumps were being couriered. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.